Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient recently underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with their external device due to the ipg being inoperable. Troubleshooting attempts have been unable to provide resolution. Surgery for ipg replacement may be pending.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received identified the ipg had entered service app mode, and was not recovered. The patient¿s ipg was explanted and replaced with a new one restoring therapy.